Event description:
On 04/22/1999 following an intravascular procedure an angio-seal device was placed in a pt's right groin. Prior to device deployment a hematoma (approximately 8 cm) was noted at the puncture site. The physician believed that the hematoma was a result of another inadvertent arterial puncture that had taken place when he was attempting to gain access to the right common femoral artery. Due to persistent bleeding around the site the device deployment was difficult; location and depth of the arteriotomy were hard to identify. The device was deployed and manual pressure was held (duration unk) followed by a femostop. The pt was taken to her room. At approx nine (9) hours later, the pt's hemoglobin dropped from 13 to 8, and her hct from 38 to 18. The pt was taken to surgery were the bleed was identified and stopped. As of 05/19/1999, there has been no further report to the MFR of complication or additional pt sequelae.